Manufacturer narrative:
(B)(4). Visual examination of the verse correction key signs of operative use as evidenced by superficial markings and debris, with significant damage to the threads of the outer screw. It was noted that the set screws has its outer threads worn while the inner screw drive feature is slightly damaged. A review of the device history record could not be performed as the lot number is illegible. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. With the information provided, a definitive root cause for the torn threads on the verse correction key cannot be determined. However, a potential root cause may have occurred due to cross-threading a set screw upon insertion. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the product code - 199721000s - correction key x2 plus the extended tabs. Have not been decontaminated and hence not able to read lot number. Date of event - (B)(6). Is the product available for return? Yes. Did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? Yes. Was the product in a clinical trial? No. Event outcome/how was it managed? Removed it and used a unitised set screw. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? (If yes please tell us by how long the procedure was delayed) no. Has the reporter facility indicated there may be legal action? No. Please give a detailed explanation of the event? Mr (B)(6) had an ais patient with big left sided curve. Used a cocr rod to correct on concavity. Quick sticks were placed on the concavity whilst putting the correction keys into the head of screw. As he went to final tightening the correction this kept jumping and would not lock down properly. This resulted in frustration caused as he replaced with a unitised.